Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced the onset of peritonitis and on the same day was admitted into the hospital. The patient was treated with ciprofloxacin and augmentin po (dose and frequency not reported). The cause of the peritonitis was unknown. On (B)(6) 2012 the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd892984 and gd893149. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.